Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss and no magnet response. No intervention was performed. There were no patient consequences reported.